Event description:
The foam plate was incorrectly placed in the packaging and partially welded to the packaging. It was questionable if the inlay was completely sterile. Insert was not used due to having a replacement available. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the complaint. The seal adhesive transfer was incorrectly placed on the blister flange. However, there is no impact on the sterility of the unit or integrity of the sterile barrier. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: 17. 2) date of manufacture: sep/02/2021. 3) any anomalies or deviations identified in DHR: no none conformances associated to this lot. 4) expiry date: aug/31/2026. 5) IFU reference: 090200829. Device history review: 1) quantity manufactured: 17. 2) date of manufacture: sep/02/2021. 3) any anomalies or deviations identified in DHR: no none conformances associated to this lot. 4) expiry date: aug/31/2026. 5) IFU reference: 090200829.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the complaint. The seal adhesive transfer was incorrectly placed on the blister flange. Based on the review of the photos, the seal adhesive was confirmed to be missing along one edge of the blister packaging. Although the missing seal adhesive would compromise the sterility of the blister packaging, there is a second sterile barrier (vacuum sealed foil pouch) designed to maintain the sterile integrity of the implant itself. There is no evidence from the photos provided of the inner vacuum sealed foil pouch damaged or compromised in any way. Therefore, due to the integrity of the inner sterile barrier is uncompromised, the reported compromised sterility is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4), 2) date of manufacture: sep/02/2021, 3) any anomalies or deviations identified in DHR: no none conformances associated to this lot, 4) expiry date: aug/31/2026, 5) IFU reference: 090200829. Device history review : 1) quantity manufactured: (B)(4), 2) date of manufacture: sep/02/2021, 3) any anomalies or deviations identified in DHR: no none conformances associated to this lot, 4) expiry date: aug/31/2026, 5) IFU reference: 090200829.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Did the inner foam got stuck on the inner packaging? It got stuck between the paper lid and the plastic case. B. Was the seal broken/sterile integrity of the package breached? The sterile integrity of the package was breached.